Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(4) clinical study. It was reported that the patient died. In (B)(6) 2014, the index procedure was performed. The target lesion was located in the proximal left anterior descending (lad) artery extending up to mid lad with 100% stenosis and was 38 mm long, with a reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilatation and a placement of a 2.75 x 38 mm promus element¿ long drug eluting stent. Following intervention, the residual stenosis was 5%. Two days after, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2017, the patient died due to unexplained cause.